Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as user-related. The instructions for use state the following: " preparation of patient. The preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. Insertion of device: unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. Insert the inflation cuff using a four-step process: as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. Holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. Generously coat the patient¿s anus with lubricating jelly. Gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the device was placed in the patient's vagina. The device was thought to have been placed in the anus, but was placed in the patient's vagina in error. It was alleged that the patient had a fistula, so the device ended up in the rectum and was functioning properly. The placement of the device was discovered 5 days after being placed in the patient. The patient was examined for tissue necrosis in the vagina and none was noted.